Event description:
Pace medical was notified on 08/16/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device with the complaint that the atrial channel was not working. The device was examined and found that a trace needed repair. The repair was made. The device was re-calibrated and final tested. All test were passed and was returned to the customer. Reason for complaint: possible rough handling or a sudden impact.